Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) inappropriately delivered a shock due to supraventricular tachycardia (svt). The patient as having intercourse and the heart rate was on 200 - 230 bpm. Technical services (ts) reviewed the episode and suspected it was a wider morphology when it is compared to the template. Ts recommended if the physician agreed with the heart rate being this high, the patient could be tested on the treadmill, capture template, and use it for comparison. Additional information was received two weeks later, that indicated a similar scenario was recorded. The rs narrow complex rhythm speeded up with similar rs morphology but a tad wider (with irregularly conducted beats). There were similar attempts to gather a template at a faster rate and it was suspected that it did not match the template and the patient was inappropriately shock. Ts discussed that the rate cutoff might be beneficial to 240 bpm but may need some rate control. This s-ICD system remains in service. No adverse patient effects were reported.